Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Reportedly the customer continued to use the pump for insulin therapy and had an alternate pump available for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.